Event description:
During a right vitrectomy procedure the tip of the 25-gauge cutter spontaneously "higned" back at the point of the port. There was focal superficial change in the retina with tuft of nerve fiber layer elevated. In the process of removing the vitrectomy instrument, the 25-gauge cannula required removal as well as the angled end of the tip would not cleanly pass back through the cannula. This required opening a second vitrectomy pack and insertion of a new cannula. At the time of completion of the procedure, good retinal perfusion with hemostasis was observed. The pt was transferred to recovery in stable condition.